Event description:
It was reported that the customer had issues during prime/rewind. The blood glucose reading was 433mg/dl. The caller stated that the insulin pump alarmed during the manual prime process. The caller changed the infusion set twice and the insulin kept squirting out. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The device had a scratched display window.